Event description:
Customer reported that he was treated at the emergency room with diabetic ketoacidosis and high blood glucose of 490 or 498 mg/dl. His symptoms included vomiting, low blood pressure, and a reverberation issue with his heart. Customer was treated with insulin, heart medicine, and saline. Troubleshooting was declined for high blood glucose. The customer stated that during this event, his sensor was 120 mg/dl off from his blood glucose. Calibration and insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.